Manufacturer narrative:
Synovis has elected to submit mdrs related to coupler malfunctions regardless if the event was considered likely or unlikely to cause or contribute to death or serious injury. The product is not available for evaluation. According to the device history record, the devices met specification prior to market release. One hundred percent functional alignment testing is performed on each device and one hundred percent visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process.

Event description:
It was reported that a 4.0mm coupler was to be used in a glossectomy, free flap reconstruction procedure. Upon examining, the coupler under the microscope during positioning for implantation, the surgeon found the coupler to have a single bent pin. A bent pin would prohibit proper mating of the device. The surgeon removed the coupler with the bent pin and completed the anastomosis with a new coupler device. The procedure was completed without further incident. It was reported that the pt was not adversely affected.